Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was lost in decontamination and was not returned to the manufacturer. Additional information was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "when the insert was inserted for trial, the bottom of the trial broke off and was removed from the field."